Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during a drainage procedure performed on an unknown date. During the procedure, the stent was fully deployed inside the fluid collection. Another axios stent was implanted to complete the procedure, and the original stent was removed by passing a net through the lumen of the second axios stent implanted. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter first name and last name: dr. (B)(6) a presented this case during the nysge 48th annual new york course held on (B)(6) 2024. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.